Event description:
It was reported that a user connected a dexcom g7 sensor that displayed glucose readings in the dexcom interface but failed to pair and transmit readings to the ilet pump; the agent instructed the user to toggle the pump setting from g6 to g7 and to restart the sensor, then to wait for data to populate. Symptoms included no alerts or alarms and no reported clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer technical troubleshooting and user education regarding sensor type selection and sensor restart. Investigation of this case revealed a pairing failure between the continuous glucose monitoring sensor and the pump associated with incorrect configuration that was corrected through reconfiguration steps. It was concluded that the device function could be restored through proper setup and that no device malfunction causing adverse health effects occurred.